Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the vessel sealer extend instrument failed to close on the third use. The customer reseated the instrument with no success. While cleaning the instrument, the customer noted an exposed blade, but the system did not prompt an exposed blade error message. The customer used a backup instrument. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with robotics coordinator to obtain patient related information; however, the reporter could not provide any patient related information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests but failed to move intuitively. This instrument¿s grip tips were not were not following the master tool manipulator (mtm) input commands smoothly. The grips opened but failed to close completely. The instrument failed to close completely once the grip lever was unlocked. Failure analysis found the following failures to be related to the customer reported complaint: the housing was removed for inspection and the instrument was found to have a dislodged grip tube retaining ring attached to the housing. The grip drive retaining ring was installed during the manufacturing process and was not fully seated, resulting in it dislodging during use. The root cause is attributed to manufacturing. The instrument was also found to have dislodged blade. Visual inspection showed that the blade was exposed outside of the blade garage 0.109". No conductor wire damage or snake wrist damage was found. There was bio debris found at the instrument tip. A review of remotefe log showed 0 number of blade exposed failure(s). Upon visual inspection, the jaw ceramic dots were visible and knife slot measured at 0.027". The root cause of dislodged instrument blades is typically attributed to the mishandling/misuse. Additionally, the instrument was found to have 4 homing failures based on log review and in-house testing. The instrument likely failed homing due to the dislodged blade. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. A review of the instrument log for the vessel sealer extend instrument (part number: 480422-01, lot number: l92210901-0137) associated with this event has been performed. Per logs, the instrument was used on 13-dec-2021 on system sk4871. The instrument was used for one minute. This is a single use instrument. This complaint is being reported due to the following conclusion: failure analysis confirmed the endowrist vessel sealer extend instrument has a component failure (dislodged grip tube retaining ring) that would not allow for the grips to open or close with use of grip release with no evidence or claim of user mishandling or misuse. Medical intervention may be required in the event that the endowrist vessel sealer extend fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.